Manufacturer narrative:
A ge service representative performed an onsite investigation and reported that the system was overheating due to prolonged usage. The system was operating as intended.

Event description:
The customer reported the loss of x-ray functionality. There is no report of patient injury.